Event description:
Following a 7 fr trellis device use, and after exchanging the dispersion wire for the guidewire per the IFU, the physician observed the distal portion of the dispersion wire had separated and had been pushed out of the catheter into the vasculature. The physician used a snare to successfully retreive the wire. The pt was not injured by the event and did not require any additional treatment. The product was not returned and could not be located for further analysis. Other attending medical perssonnel were asked about the event but could not recollect any additional info surrounding the event. The pt was fine and not injured by the event.